Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, reservoir, and detached inlet tube with connector were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder. No functional abnormalities were noted with the reservoir. No functional abnormalities were noted with the inlet tube of connector. The information received indicated there was auto inflation, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. Device will not be returned.

Event description:
According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2020, and revised on (B)(6) 2020 due to auto inflation; tubing damaged. Additional information received from the business coordinator indicated: "auto inflating, surgeon has advised tubing was damaged remove when cutting the stitches. Patient was revised around two weeks later." The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.